Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00 x 20 synergy drug-eluting stent was advanced with non-bsc guide extension catheter. However, resistance was encountered at the port part and when the device was removed, the tip edge part of the stent strut was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported.